Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that while tightening a xia titanium blocker, it cracked. It was reported that the blocker was unable to be removed as it splayed and could not be griped with the block inserter or final torque wrench.